Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch - null. Device history review - null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical consultant contacted dps. He is reporting a revision of a pinnacle ceramic hip inlay ID 36mm/od 52mm unknown side because of fracture. Doi: 2014, dor: 2015.